Event description:
The cardinal healthcare customer reported that prior to use in a neuro laminectomy they discovered the cut button stayed activated when pressed. There was no pt harm.

Manufacturer narrative:
Date of initial report: 02/13/2008. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.